Event description:
A discordant, falsely low micro total protein (utp) result was obtained on one patient sample on an advia centaur instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on an alternate instrument and resulted higher. The sample was rerun a second time and also resulted higher. It is unknown which instrument the second rerun was performed on. The second rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low utp result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse observed instrument errors related to reagent probe 2 (rp2). The cse then changed the heater coil and dilutor, but the rp2 errors were still present. The cse then discovered a leak in the tubing that connects the heater coil to the main rp2 tubing. The cse redressed the tubing to fix the leak and prevent any further leaks. The cause of the discordant, falsely low utp result was a leak in the tubing that connects the heater coil to the main rp2 tubing. The instrument is performing according to specifications. No further evaluation of this device is required.